Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has recurring no delivery alarms. He tried to deliver a bolus abd received a no delivery alarm; customer treated with manual injection. Blood glucose value was 74 mg/dl. The customer has done troubleshooting within previous calls. Customer stated he has not tried different cannula lengths, insulin is not expired or denatured, she does rotate sites and avoids scar tissue, uses the serter to insert the infusion set and the tubing is not bent. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.